Event description:
It was reported the customer requested a speaker assembly. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
It was reported the customer requested a speaker assembly. Replacement parts were shipped to the customer to repair and resolve their issue.